Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® safety needle detached from the safety cover and remained in the patient. The incident occurred after drug was delivered to the patient and the nurse attempted withdrawal of the needle and deployment of the safety device. No patient injury was reported and no treatment was required.